Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited foreign material in the distal end (between the plastic distal end cover and channel tube). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: d5, h4. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were implemented in line with the instructions for use (IFU). Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material in the scope could not be determined. The event can be detected & prevented by following the instructions for use (IFU) which state: "IFU states the detection method in bf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.